Event description:
It was reported that "arrived at patient disconnection (B)(6) 2022 around 10:00 am when noticed that the PICC line has migrated from the initial place. Checked the initial measurement of the line (2cm) and could clearly see that the line came out by more than 8 cm. Nurse disconnected the giving set aseptically and applied a curros port protector cap without flushing the line. Nurse advised patient and wife to attend a&e as soon as possible. Patient went to hospital and had the line replaced without missing the next visit."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that "arrived at patient disconnection (B)(6) 2022 around 10:00 am when noticed that the PICC line has migrated from the initial place. Checked the initial measurement of the line (2cm) and could clearly see that the line came out by more than 8 cm. Nurse disconnected the giving set aseptically and applied a curros port protector cap without flushing the line. Nurse advised patient and wife to attend a&e as soon as possible. Patient went to hospital and had the line replaced without missing the next visit."